Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1907496) on 27-may-2019. The most recent information was received on 30-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very haemorrhagic menstruations'), breast cancer female ('hormone-dependent breast cancer') and anal haemorrhage ('anal bleeding') in a 48-year-old female patient who had essure (batch no. B34522) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criterion medically significant) and anal haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient was found to have breast cancer female (seriousness criterion medically significant). On an unknown date, the patient experienced post procedural haematoma ("very significant hematoma during mastectomy"), fatigue ("very tired during menstruations") and haemorrhoids ("internal hemorrhoids"). The patient was treated with tranexamic acid (exacyl) and surgery (mastectomy nos). At the time of the report, the menorrhagia, breast cancer female, anal haemorrhage, post procedural haematoma, fatigue and haemorrhoids outcome was unknown. The reporter provided no causality assessment for anal haemorrhage, breast cancer female, fatigue, haemorrhoids, menorrhagia and post procedural haematoma with essure. The reporter commented: the patient wondered about a causal relationship between essure and gynecologic bleeding, annal bleeding and breast cancer. Annal bleeding related to internal hemorrhoids, according to the patient's primary care physician but no analysis was performed for confirmation. At the time of the report, the patient stated a very important tiredness during menstruations, with an impact on her social life, with sometimes, very heavy bleeding from suspected internal hemorrhoids. Patient mentioned an ongoing investigation about marked haemorrhagic symptoms, without etiology, following a very important hematoma during mastectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) - health authorities in (B)(6), reference number: (B)(4)) on 27-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very haemorrhagic menstruations'), breast cancer female ('hormone-dependent breast cancer') and anal haemorrhage ('anal bleeding') in a (B)(6) female patient who had essure (batch no. B34522) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criterion medically significant) and anal haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient was found to have breast cancer female (seriousness criterion medically significant). On an unknown date, the patient experienced post procedural haematoma ("very significant hematoma during mastectomy"), fatigue ("very tired during menstruations") and haemorrhoids ("internal hemorrhoids"). The patient was treated with tranexamic acid (exacyl) and surgery (mastectomy nos). At the time of the report, the menorrhagia, breast cancer female, anal haemorrhage, post procedural haematoma, fatigue and haemorrhoids outcome was unknown. The reporter provided no causality assessment for anal haemorrhage, breast cancer female, fatigue, haemorrhoids, menorrhagia and post procedural haematoma with essure. The reporter commented: the patient wondered about a causal relationship between essure and gynecologic bleeding, anal bleeding and breast cancer. Anal bleeding related to internal hemorrhoids, according to the patient's primary care physician but no analysis was performed for confirmation. At the time of the report, the patient stated a very important tiredness during menstruations, with an impact on her social life, with sometimes, very heavy bleeding from suspected internal hemorrhoids. Patient mentioned an ongoing investigation about marked haemorrhagic symptoms, without etiology, following a very important hematoma during mastectomy. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.